Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high capture threshold and noise oversensing before 2021 of may and the lead was programmed off. The patient recently experienced symptoms of sick sinus syndrome. The lead was explanted and replaced. The patient was stable.